Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) aseptic peritonitis in a patient coincident with extraneal viaflex and nutrineal pd4 therapies for continuous ambulatory peritoneal dialysis (capd). Action taken with extraneal and nutrineal therapies was not reported. On an unreported date, the patient experienced cloudy effluent without other signs. There was no break in the aseptic technique. The patient was diagnosed with aseptic peritonitis. The patient was not treated with antibiotics, and 24 hours later, the peritoneal effluent was clearer.